Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced arrhythmia and dizziness due to noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. The device was reprogrammed and the rv lead was later replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event was estimated to have occurred in february 2024. Further information was requested but not received.